Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced intermittent stimulation from their device that would change with movement. The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.